Event description:
The customer's wife reported that the customer was hospitalized due to non-diabetes related issues. Customer's wife reported that the customer was not on the insulin pump while hospitalized, but his doctor recommended that he use it again. Caller reported that the insulin pump had a battery out limit which was able to be cleared during troubleshooting. Blood glucose level at the time of the incident was over 400 mg/dl. The insulin pump will not be replaced or returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.